Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information and assistance to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue recurred.